Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The right ventricular (rv) lead, right atrial (ra) lead, and implantable cardioverter defibrillator (ICD) were explanted and later replaced. No further patient complications have been reported as a result of this event.